Manufacturer narrative:
The on/standby switch was replaced to correct the reported issue.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported intermittent system restarts resulting in a loss of mechanical ventilation. There was no report of patient involvement.